Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter hub could not be connected to mating component. The following information was provided by the initial reporter: the customer's verbatim report is that the product (catheter hub) could not be connected to a pressure-resistant tubing.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter hub could not be connected to mating component. The following information was provided by the initial reporter: the customer's verbatim report is that the product (catheter hub) could not be connected to a pressure-resistant tubing.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 21-mar-2023 h.6. Investigation summary: bd received fifty-four 22 gauge insyte autoguard blood control pro units from lot 2284604 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities to the devices or their components. Next, the engineer tested each unit by connecting the male luer of the extension set along with an iso luer syringe to the female port of the catheters. Each unit coupled successfully with the syringe and extension set. No issues were found during connection and no damage was observed. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10